Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. A sample was not returned for evaluation. The root cause of the customer¿s dissatisfaction with the knife substitution is most likely due to a knife temporary deviation which occurred due to a backorder with the supplier. The root cause of the reported dull blade is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an ophthalmic surgeon indicated the blades were dull during the procedure. There was no harm to the patients and no product samples were retained. Additional information has been requested.